Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 475cc saline catalog: 3501680 lot: 5707461 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline breast prostheses. Deflation of the left breast prosthesis was confirmed by physical examination. As a result, the patient was scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On 8/5/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the patient underwent bilateral removal and replacement with (left) mentor smooth round moderate profile 425cc saline catalog: 3501670 lot: 7559824 sn: (B)(4) and (right) mentor smooth round moderate profile 425cc saline catalog: 3501670 lot: 7581954 sn: (B)(4). Device investigation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, product evaluation observed creases on both views. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent measuring approximately 0.1 cm, discovered within a crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or over inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).